Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained after temperature exposure. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration shorting across electrical components. This device had moisture that exceeded the residual gas analysis test limit result. The source of the problem was a feedthru hermeticty issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient's device was reportedly explanted due to a suspected device failure. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained after temperature exposure. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.